Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarms. The customer's blood glucose was unknown. Troubleshooting was done for insulin flow blocked alarm. Customer also stated that they had tried all remedies. The customer reported that the no delivery alarm was occurred in insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The product will be returned for analysis.